Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a temporary pacing lead was attempted but not used as there was blood inside the lumen and there was difficulty passing a stylet through. A new lead was successfully implanted. No further patient complications have been reported as a result of this event.